Event description:
It was reported the device had scratches on the display window. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.